Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, there was a significant refractive error. The iol was exchanged eleven weeks following the initial lens implant for another lens with one and a half diopters less power. The surgeon believes there is something wrong with the lens.

Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Iol returned in two (2) segments inside a specimen container in an unknown clear liquid. There is solution on optic and haptic of both segments. The optic is torn/split-cut dividing the iol in two(2). One segment is cracked/fractured-rejectable and the other one is nicked/chipped-rejectable. The root cause for the reported complaint could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).